Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with intraperitoneal antibiotics (unspecified). On an unknown date, the patient was recovered from the peritonitis event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.